Event description:
Complainant alleged that during testing and preventative maintenance, the device displayed error message code "status 91" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.